Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
This is the second of two reports for the same patient involving two separate products. Refer to report 9611594-2015-00231 for the first report. A report was received from the (B)(6) stating that the balloon on the device burst. The device was in use for four days prior to the event. This device was a replacement and not an initial placement. It was reported that there was no obvious correlation between the tube failure and the commencement of patient's medication regimen. There was no reported injury.

Manufacturer narrative:
The device history record for the lot number, aa4223n04, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample device was returned . The original packaging was not returned with the device. The molded head, tube and balloon on the sample appeared to have a foreign substance on the interior of the device. The sample was reviewed under magnification and could not be filled with the suggested amount of water due to an apparent axial splitting of the balloon fabric on the sample device. The device had a split in the balloon fabric from the base of the balloon to the distal tip of the device. The balloon material was inspected under magnification (50x) and a notch/tab was identified in the medial location of the balloon material of the sample device. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).